Manufacturer narrative:
During the preventive maintenance (pm), the autopulse platform sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon powering on and based on the archive; the occurred system error was verified as user advisory (ua) 139 (unable to hold compression position). Upon further testing, the driveshaft did not rotate smoothly and exhibited binding and resistance. The root cause for the observed system error and the stiff driveshaft was a defective drive train motor, likely attributed to the device's aging. The autopulse platform was manufacture in 2012 and is nine years old, well past the expected service life of 5 years. During visual inspection, no physical damage was observed. The drive train motor was replaced to address the observed system error and stiff driveshaft. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During the preventive maintenance (pm) on (B)(6) 2021, the autopulse platform sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.